Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068 implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported that the electrocardiogram showed atrial undersending. The lead was reprogrammed to increase sensitivity and remains in use. No patient complications have been reported as a result of this event.